Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source lamp had gone out with error e102, causing dimming of the light. The issue was found during an unknown diagnostic procedure and the procedure was completed with the same device with no delay. There were no reports of patient harm. This report is linked to patient identifier (B)(6).

Manufacturer narrative:
Note: d9 was marked inadvertently, changes were not needed. This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4, and h6 (medical device problem code: added 3005). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.